Manufacturer narrative:
(B)(4). Date sent: 05/26/2016. Additional information requested and received: when was the bleeding identified? In the first pod. Where on staple line was the bleeding? Since there were no vomiting with blood spots, nor nausea and the remnant was oversewed, the most likely site was the jejuno-jejunostomy. What color cartridges were used in the area of the bleeding? Echelon 45 white. How was the bleeding treated? Was there a reoperation? Conservative management and blood transfusion. Please quantify the blood loss: ten points in hematocryte. Were there any issues with staple performance in initial procedure? It was uneventful. What is the current patient status? Discharged at pod 5 and is well now.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Pt info; relevant tests/lab data, other relevant history: information asked for but unknown or not provided during initial contact. Model and lot #; device manufacture date, evaluation codes: information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: when was the bleeding identified? Where on staple line was the bleeding? What color cartridges were used in the area of the bleeding? How was the bleeding treated? Was there a reoperation? Please quantify the blood loss. Were there any issues with staple performance in initial procedure? What is the current patient status?

Event description:
It was reported that during a gastroplasty bypass with roux-en-y procedure, bleeding in the staple line. Patient required blood transfusion and stayed hospitalized for five days due to the bleeding presented. The surgeon performed a suture across the staple line with pds 3-0 suture.